Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon identified no tears or holes in the balloon material. The device was attached to an encore inflation and during an initial attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located in the proximal transition zone in the balloon. No issues were identified with the balloon which could have contributed to the pinhole leak. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damages. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 2nd inflation at 12atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. The patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 2nd inflation at 12atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. The patient was in good condition after the procedure.